Event description:
New information received states that programming changes were made to resolve post paced t wave oversensing previously reported. However, post paced t wave oversensing was again noted during review of merlin transmissions. No programming changes were implemented. The patient condition was good and monitoring will continue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to post-paced t-wave oversensing via remote transmission. Patient was asymptomatic. Programming changes were recommended. No further information available.